Event description:
It was reported that this patient with a pacemaker had a stored non-sustained ventricular tachycardia (nsvt) event that had noise which was being oversensed resulting in possible pacing inhibition for greater than two seconds. The patient is dependent on therapy. Troubleshooting was performed in the clinic; however, the noise could not be re-produced. Thresholds and impedances were within range. The device was re-programmed as they increased the sensitivity. At this time, the device remains in service.